Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's operating system disk was degraded, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed remote alert indicating that the ippc's (image processing pc) operating system disk was degraded. Review of the log file confirmed the malfunction with the ippc. The failure analysis performed for the ippc showed inconclusive evidence of the reported failure. However, the fse replaced the ippc, hard disk and performed system ghost which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.